Event description:
It was observed that during the evaluation the gastrointestinal videoscope exhibited that image guide insertion tube had 10cm of tissue adhesive come out. There were no reports of patient harm or patient involvement.

Manufacturer narrative:
The device was sent in for inspection. Additionally, the device evaluation found that the ig insertion tube had 10cm of tissue adhesive. Based on the results of the investigation, we could not identify the foreign material from the provided information, and we could not specify the cause of the foreign material that remained in the device. Therefore, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.